Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that a ¿scan timeout¿ error message was received with the adc device and was unable to obtain sensor readings. The customer indicated that due to this, they experienced loss of consciousness. As a result, customer had starch as treatment and did not receive third party treatment. No further information was provided. There was no report of death or permanent injury associated with this event.